Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that when they go through a security gate at a department store, they get a jolt. Patient inquired if a jolt was something that can happen when passing through theft detectors. Patient stated they walk through the middle of the gate to try to prevent the jolt from happening. Patient stated that some stores security gates are stronger than others. Patient stated they think their ins was causing electronic weight scale to give inaccurate readings, further mentioning patient tried to change weight scale batteries but that did not make a difference. Patient stated when they used the electronic scale, their weight showed (B)(6) and patient knew that was incorrect. Patient stated they know that was incorrect because their weight at the supermarket shows (B)(6) and in the health care professional (hcp)'s office, patient's weight shows (B)(6). Patient said they exchanged electronic scale for another scale. Patient stated they believe the ins was causing the scales to be inaccurate and give wild weight numbers. Patient said they believe the only scale that gives their weight accurately were the scales in the doctor's office with the bar on top. Body fat scale from the emi table were reviewed with the patient. Security gate recommendation and possible interference when patient passes through security gates was reviewed. Patient inquired what to do with ins for their colonoscopy next month, and information was reviewed. It was recommended for hcp to call for guidelines if electrocautery is used during colonoscopy. No further patient complications were reported/ anticipated as a result of this event.